Event description:
The user facility reported that during reprocessing of the evis exera ii ultrasound gastrovideoscope, the angulation knob was observed to be loose in all directions. There was no report of patient impact or injury due to the event. The device was sent to an olympus service center for evaluation. During inspection and testing, foreign material and debris were found on the forceps elevator. This report is being submitted for the reportable malfunction (foreign material and debris) found during the evaluation of the device. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
During inspection and testing, the foreign material and debris found on the forceps elevator was suspected to be due to insufficient cleaning. Service also confirmed the customer's initial issue (angulation knob was observed to be loose in all directions) due to the angle wires being stretched. In addition, service found the image guide protector was cut, the suction cylinder was shaved, and the control section was dirty. Several of the device components had scratches and dents, demonstrating wear. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Additional information was received regarding the customer's reported issue (the angulation knob of the subject device was loose in all directions): the reported issue was observed during the inspection phase of the reprocessing cycle. There was no patient impact or injury reported due to the issue.

Manufacturer narrative:
This report is being supplemented to provide additional information received regarding the customer's reported issue.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g3. Correction to g3 of the initial medwatch. The aware date should be 09-feb-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the specific root cause of the foreign material could not be determined at this time. The following information is stated in the instructions for use: "3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.